Event description:
Healthcare professional reported "right implant discovered ruptured during implant exchange surgery". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported "right implant discovered ruptured during implant exchange surgery". Device has been explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: underweight, calcification and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:a sharp opening on posterior assessed as an unidentified (tear) opening. A sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.